Event description:
It was reported that customer's insulin pump is having multiple reset issues. Customer's blood glucose is 6.4 mmol/l. Customer just received the device last week. There was a no delivery during the night but it was cleared. There has been no other no delivery alarms. The battery cap is secure with the slot in line with the reservoir. Customer has used other battery caps, and the issue persists. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed all the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was monitored for several days and no blank display noted. The unit was received with normal operating currents. No damage found on the lcd isolation tape noted. No unexpected check settings or excessive no delivery alarm noted. The low reservoir alarm did function properly and the device passed the error test. No unexpected insulin pump resetting during testing. The unit was received with scratched lcd window, scratched case and scratched keypad overlay. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.